Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was provided for review. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for delivery system leakage and difficulty or inability to withdraw delivery system with valve through a non-edwards sheath were unable to be confirmed as neither the device nor applicable procedural imagery was provided for evaluation. A manufacturing non-conformance was unable to be determined. Additionally, a review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the events. A review of the IFU and training manuals revealed no deficiencies. As reported, "there was a leak observed during the attempt to inflate the delivery system balloon. The leak was not coming from the balloon. The leak was in the catheter, just outside the handle." As the leakage issue was undetected during preparation, it is likely that damage to the delivery system occurred during the procedure. The exact nature and cause of the leak is unknown. In this case, it is possible that the connection between the inflation device and delivery system may have loosened during use, leading to the reported leakage of the event. However, without procedural imagery, a definitive root cause was unable to be determined. As per case notes, "patient had tortuous and challenging anatomy." Tortuosity can create sub-optimal withdrawal angles, which can contribute to a non-coaxial withdrawal. This can contribute to withdrawal difficulties as the crimped valve likely caught onto the sheath tip. In this case, a definitive root cause was unable to be determined; however, available information suggests that procedural factors (non-coaxial withdrawal) and/or patient factors (tortuosity) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.

Manufacturer narrative:
The investigation is ongoing. Device has not been received.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral transcatheter pulmonic valve replacement procedure of a 26mm sapien 3 ultra valve, there was a leak observed during the attempt to inflate the delivery system balloon. The leak was not coming from the balloon. The leak was in the catheter, just outside the handle. The delivery system and valve were withdrawn, however, the valve got stuck on the balloon in the vein. This resulted in an unplanned venous cutdown to fully remove the delivery system and valve. Once the system was removed, the procedure was continued and the right internal jugular (ij) was accessed. A second valve and delivery system were prepped but not used due to issues related to a non-edwards device. A third valve and delivery system were then prepped and the valve was implanted successfully.